Event description:
Pt was using oxygen conserver for therapy, device did not deliver oxygen causing the pt to have a noxic event leading to her death.

Manufacturer narrative:
This was unk complaint, never reported to us, the serial number and name of device was made known to precision medical on (B)(4) 2014.